Manufacturer narrative:
The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
It was reported that a 21mm 3300tfx pericardial aortic valve was explanted after an implant duration of two (2) years, 11 months due to pannus and aortic stenosis. Intraoperatively the 21mm 3300tfx showed some pannus formation on the aortic side in the base of the non coronary leaflet. On the ventricular side of each leaflet pannus formation was observed encroaching upon the basal 1/4 to 1/3 of each leaflet. The valve was explanted and replaced with a 21mm non-ew valve. The patient was reported to be doing well post procedure. Post operative course noted as uneventful and the patient was transferred out to the floor. The patient was discharge on pod#4. This (B)(6) female patient with history of htn, hyperlipidemia, sinoatrial node dysfunction

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H3: evaluation summary: customer report of pannus was confirmed through observed host tissue overgrowth. Report of stenosis could not be confirmed due to valve condition as received. As received, all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 2 had a cut approximately 7mm long at the cusp area. Leaflet 3 had two 4mm long non-transmural cuts on the outflow aspect. Straight and even edges were observed on all cuts. Mechanical damage was observed on leaflets 2 and 3 near commissure 3 and appeared serrated. Wireform was exposed on the sewing ring around commissure 1. Suture holes were visible around the sewing ring. H10: additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. In this case, a definitive root cause could not be determined. There are no indications of a manufacturing defect. This event was likely patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 3300tfx pericardial aortic valve was explanted after an implant duration of two (2) years, 11 months due to pannus and aortic stenosis. Intraoperatively the 21mm 3300tfx showed some pannus formation on the aortic side in the base of the non coronary leaflet. On the ventricular side of each leaflet pannus formation was observed encroaching upon the basal 1/4 to 1/3 of each leaflet. The valve was explanted and replaced with a 21mm non-ew valve. The patient was reported to be doing well post procedure. Post operative course noted as uneventful and the patient was transferred out to the floor. The patient was discharge on pod#4.